Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold of the right atrial (ra) lead and right ventricular (rv) lead have increased since implant. Both leads remain in use. No patient complications have been reported as a result of this event.